Event description:
It was reported that (2) devices were used during a gastric plastic surgery. It was reported by the affiliate that the tcr55 cartridge had no safety plug and locked during the procedure. Another cartridge was used to complete the case. There was no consequence to the pt.